Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported an infection was present at the ipg site. Patient was prescribed antibiotics. Surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
Correction: section a3: the patient's date of birth should have been (B)(6) 1944 rather than (B)(6), 1944. Section e: initial reporter information has been updated.

Event description:
Additional information was received that the patient's system was explanted on (B)(6) 2024. Follow up indicated that the patient's infection has resolved.